Manufacturer narrative:
Product complaint # ==> (B)(4). Investigation summary ==> examination of the returned instrument confirmed the complaint. Depuy-synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. H10 additional narrative: corrected: h6 (device)

Manufacturer narrative:
(B)(4). Investigation summary: examination of the returned instruments confirmed the complaint; the two instruments are stuck together and unable to be disassembled. Depuy-synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary.

Event description:
The impactor handle and impactor shaft were reported for unknown reason. There was no delay to surgery. The issue was found in spd.